Event description:
It was reported that pump generated cartridge alarm 20, and customer had experienced similar cartridge alarms with same pump serial number in past. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump temporarily and also had multiple daily injections as backup if needed, and technical support arranged replacement pump under warranty, provided instructions for placing old pump into storage mode and returning it within 10 days using prepaid shipping, and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement device.